Manufacturer narrative:
This report is submitted on july 27, 2020.

Event description:
Per the audiologist, the patient experienced facial neuroma in 2014 (specific date not reported) and underwent revision surgery in 2015 (specific date not reported), in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. No other event or complications that may have contributed to the decision to convert the patient were reported.